Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant fractured and removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem h1: type of report, follow-up number h2: follow up type h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One unknown biomet implant was returned for investigation. Visual inspection of the as returned product identified signs of wear and debris about the threads. The implant is confirmed to be fractured at the threads. The device is too badly damaged to be accurately identified. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 4.5 years. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.